Event description:
Procedure: sleeve gastrectomy. According to the operation report: the device was applied by firing to lay down the staple lines, staying near the bougie to disconnect the greater curvature of the stomach. This was continued until we encountered difficulty with firing the stapler. There had been some misfire, and there was a large mass of staples right where we had wanted to continue the division of the stomach. Because of this wide mass of staples, we were not able to divide it here. After some discussion, we decided to open so that we could get through this area of the mass of staples. We therefore, converted to a large midline open incision and were able to see everything clearly. Estimated blood loss: 300ml. The stapler was identified only as "endo gia 45 stapler with the green loads." One of the surgeons stated that he did not feel that the incident was a stapler malfunction, but was due to the nature of the application. Another surgeon stated the sulu was fired with buttress material.

Manufacturer narrative:
Initial report sent to FDA on 10/16/2009.